Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (S-ICD) and electrode were explanted due to infection. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.